Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is an internal manufacturing process issue. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On 3/8/2024, it was reported by a sales representative via phone that an ar-9928bck-dx achilles speedbridge repair implant system had an issue during an achilles repair procedure on (B)(6) 2024. The fibertak in that system should only have one loop per anchor, but one of the two fibertak devices had two loops instead and could not be used. This was discovered upon insertion into the patient, and the technique could not be done correctly due to the double-looped suture. The sutures of the complaint device were then cut and removed, and the anchor remained inside the patient. Nothing broke inside the patient. The ripstop of the procedure was eliminated. The other fibertak was used without any issues. Both anchors were left inside the patient, and the speed bridge part of the procedure was completed, but not the ripstop part. The achilles repair procedure was still completed successfully, but not according to the technique guide. The surgeon deemed everything to be affixed correctly, and there was no harm or adverse effect on the patient. A case delay of 90 minutes was reported, and it could not be confirmed whether additional anesthesia was administered to the patient. No pictures or videos were taken, and the device was unavailable for return. This occurred during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.